Event description:
Information from the user facility reported that the specimen was taken and when the physician went to pull out the device it would not come out. The physician then used hemostats to grab and pull the device; however, the luer lock end came off, leaving nothing to grab on to. After almost an hour and a half the device was able to be retrieved using vice grips. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. However, a review of complaint history, review of quality control and a review of trends was conducted during the investigation. Flex test is performed according to iso 9626. Per quality control specification, there is a visual examination, verifying the surface is clean with a smooth, bright surface and is free of dents. Product is inspected 100% to insure collar is securely soldered and that the solder is sufficient but not excessive or sharp. Without the complaint device a definitive root cause cannot be found. It is feasible that patient anatomy, bone density, etc was a contributing factor. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, there is insufficient risk.